Event description:
Reporter stated customer tested on mobile system at 07:30 am and received a value of 208 mg/dl. Based on this result, customer injected 3 units of apidra and went to bed. At approximately 9:00 am, customer's husband noticed that she wasn't responding. Customer was sweating and was unable to give her husband correct responses. Customer's husband "wanted to give her dextrose but customer didn't respond." The customer's husband called the ambulance and injected her with her "hypokit." When the emergency doctor arrived the customer had become responsive. At 9:17 am customer tested on the mobile system and obtained a result of 93 mg/dl. A competitor device read 48 mg/dl. The emergency doctor obtained a value 45 mg/dl on their meter. At 9:22 am the customer tested again and received a 75 mg/dl on the mobile system and the competitor device read 38 mg/dl. Because of these results, customer ate "some carbohydrates." The customer continued to test on her mobile system at 9:35 am when she received a result of 110 mg/dl and at 9:58 am she received a result of 268 mg/dl. Customer was not transported to the hospital and is currently fine. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon investigation of the meter memory, the result of 208 mg/dl was observed to have occurred the day before.